Manufacturer narrative:
(B)(4). Date sent 12/11/2024. D4 batch #133d35. Corrected data: b1, b2, h1. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage with the stapler retainer inside a plastic bag. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. In addition, the washer and knife were noted to have slight nicks. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 133d35, and no non-conformances were identified. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. Corrected data: b2, h11 (stated: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable). Should have stated: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury event and is being considered malfunction.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy the device fired appropriately but looks like the staple line was not completed all around on the distal and approximate sides. They had to oversew to close the gaps and noted that the mucosa was flipped inside out. No patient harm noted but patient is still in the hospital. Case was for a cancer patient tied to a variety of procedure types.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: sales rep is reporting from the surgeon that it fired appropriately but looks like the staple line was not completed all around on the distal and approximate sides. They had to oversew to close the gaps and noted that the mucosa was flipped inside out. No patient harm noted but patient is still in the hospital. Case was for a cancer patient tied to a variety of procedure types. Additional information requested: was the patient prolonged hospitalization due to the anastomosis? No. What were the indications for surgery? Carcinomatosis from ovarian cancer what surgical procedure was performed? Total abdominal hysterectomy, bilateral salpingooophrectomy en bloc with low anterior resection, splenectomy, liver wedge resection did the patient receive any preoperative chemotherapy or radiation? Preop chemo, no rt were there any issues experienced with the device in the initial surgical procedure? Not sure what they mean by ¿initial surgical procedure¿ what healthcare professional fired the device and what is his/her experience with the device? A pgy4 surgical resident under direct supervision of dr wong. Very experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? All usual indicators was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? ?? Were the donuts inspected? If so, please describe. Donuts were inspected. Partially thinned out area noted on proximal side. Were there any issues noted with staple formation? If so, please describe the shape and location. ?? Was a purse string used for this procedure? Yes does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No postoperative complication. Anastomotic gap was manually repaired with sutures prior to termination of the case.